Event description:
It was reported by the patient's caregiver/nurse that she had bad hiccups with vns stimulation in the past. There was only 10 minutes in a 24 hour period where the patient didn't have hiccups and it took over an 1 hour for the patient to eat a meal. Per the caregiver, the patient lost 40 pounds and developed ulcers as a result of the hiccups. They saw a doctor who tried turning the vns off and hiccups resolved within 5 minutes. Ultimately settings were adjusted and the issue went resolved. Device diagnostics were okay during implant. No further relevant information has been received to date.